Manufacturer narrative:
Bec cts (customer technical support) assisted the customer with troubleshooting. The flowcell was noted to be loose. Cts had the customer tighten the flowcell and reseat the lines and check the eic. No clots were observed. Ise (ion-selective electrode) was primed 20 times with no issues. Per customer, lytes were calibrated and qc was tested which all resulted within specifications. (B)(4).

Event description:
A customer contacted beckman coulter inc. (Bec) stating that the line from top of flowcell to electrolyte injection cup (eic) in the unicel dxc 600 pro synchron clinical system and the line from ratio pump to eic had come off and there was a leak. No injury or exposure was reported and no samples were affected by this issue.